Manufacturer narrative:
An event of device explant after a few years due to insufficiency and a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission when received.

Event description:
In (B)(6) 2020 the patients surgeon notified me to let me know they had removed the trifecta valve that had been implanted through an mis approach a few years earlier. The valve had been placed by a different surgeon at this hospital. The valve had developed ai and he had noticed a leaflet tear along one of the posts. The valve was replaced with a competitor valve and sent to pathology per the hospital protocol. The surgery was uneventful and the patient remained hemodynamically stable throughout the procedure. The patient is currently recovering.